Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 61 mg/dl and insulin pump received an unexpected restart after putting new battery. . The customer stated that they took the insulin with a shot. Blood glucose was 61 mg/dl and eat food and took a manual injection to treat for the food. The customer¿s blood glucose level was 61 mg/dl. Troubleshoot was performed. The customer stated that customer has not experienced multiple a21 alarms after battery change. The customer was assisted with rewind and priming. The insulin pump will not be returned for analysis.